Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was selected for a patient for the endovascular treatment of a 56.6mm diameter abdominal aortic aneurysm. The right and left iliac arteries were severely calcified. It was reported that during the index procedure, the taper tip was damaged when the physician attempted to deliver the delivery system, the device was removed from the patient. The access vessel was then pre-dilated and an endovascular conduit was used. A new device was successfully delivered and the procedure was completed. Per the physician, the cause of event was due to patient's anatomy, heavily calcified access vessels. No clinical sequelae was reported and the patient is fine.